Manufacturer narrative:
By checking the manufacturing charts of the lot#s of the instruments involved, no anomalies were found. This is the first and only complaint involving these lot #s. We will submit a final report after final investigation.

Event description:
Hip revision surgery occurred on the (B)(6) 2019. Previous surgery occurred on the (B)(6) 2018 and was a revision surgery too: during this surgery, the revision stem (code #3812.15.010 lot #1604933), the revision neck (#7515.15.020, lot#1700492) and the femoral head (#5010.42.282, lot #1880074) by limacorporate were implanted in combination with an acetabular cup by another company. It was reported that the patient has had regular hip pain since she started having very strong pain, impossibility to put weight on the leg and an external rotation of 50 degrees. During the last revision surgery, the screw of the neck was found unscrewed and the neck was no longer attached to the stem. Furthermore, the stem was not osseointegrated. Event occurred in (B)(6).